Event description:
The lead was returned to the manufacturer after being explanted during a device changeout. Investigation found the lead had remained in the patient after being replaced seven years prior to explant. The lead was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and analysis found the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).